Event description:
Information received with return of the explanted device notes muscle stimulation, exit block, >7.5 v capture thresholds, no sensing, <200 ohms impedance and crush damage of the outer insulation and coil.